Event description:
During a surgical procedure while using the us elite system cystourethroscope sheath the surgeon noticed that the metal was flaking off in the bladder. The pieces were washed away with no harm to the pt.

Manufacturer narrative:
Visual inspection of the instruments finds the sheath to be bent and the distal end of the tube to be dented. The very distal tip has numerous nicks and dents but no sign of missing material, burrs or loose metal on the inside or outside of tube. The metal tip of the obturator is smooth and shows no signs of any missing material. The obturator is catching inside the sheath and dragging due to the sheath being bent. The bend profile in the sheath tube suggests application of lateral force was exerted on the instrument by the user. With the instruments being 15 years old, both show normal wear and tear.